Event description:
It was reported that the patient experienced hyperglycemia while using an infusion set described as inset 23"-6 mm, with the parent noting coiled tubing that appeared to impede insulin flow and repeated complete supply changes did not resolve the issue until a different lot number was used. Symptoms included elevated blood glucose readings by blood glucose meter and continuous glucose monitor. Outcomes included successful reduction of blood glucose after switching to a different lot. Investigation included troubleshooting and education with guidance to change the infusion set lot. Investigation of this case revealed a suspected infusion set or tubing flow obstruction consistent with a device delivery issue, though the specific cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.